Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure that was prompted by unstable angina, one endeavor sprint was used to treat a lesion located in the left circumflex. On the same day, a coronary vascular dissection occurred and the patient expired. The investigator assessed that the event was related to the procedure but not related to the device.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.